Event description:
Clinical narrative: a 40-year-old female was in cardiac arrest en route to the facility prior to impella cp placement. The patient was admitted with cardiomyopathy and was supported with impella therapy in the setting of scai shock stage e on arrival from a transferring facility. Pre-support imaging details were limited, and the pump was reported to be positioned deep upon transfer. During impella support, the patient developed suspected hemolysis, identified by blood tinged foley/urine. Good pump position was not confirmed during the hemolysis event, and repositioning did not resolve the suspected positioning concern. Based on the available information, the patient experienced hemolysis during impella support, likely associated with suboptimal pump position upon transfer and exacerbated by extensive pre-hospital resuscitative efforts. While the patient sustained no lasting harm and survived to the first explant, the device-associated hemolysis warrants further investigation. The patient was bridged to impella 5.5 and remained on support at the time of reporting.

Manufacturer narrative:
This is one of two related reports. This report represents the impella cp and another report was submitted to represent the automated impella controller. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Upon review, it was identified that the . Manufacturer fax (d3) was inadvertently omitted in error; the complete fax number has now been provided. Corrected information has been provided in d4 serial number. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of hemolysis was not determined due to lack of clinical details, no product or data logs returned for analysis. The cause of the positioning issue was most likely use related due to transferring facility and CPR.